Event description:
It was reported that the customer was hospitalized due to high blood glucose over 350mg/dl. It was stated that the events leading to his admission was stomach pain and intestinal virus. Troubleshooting could not be performed as the caller was at work. The customer's most recent glucose reading was 139mg/dl, and he has treated with manual injections. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.